Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the (B)(4) device was received with no apparent damage with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device.

Event description:
It was reported that during a zenker's diverticulotomy, after closing down on tissue, the physician couldn't squeeze the second trigger. A similar device was used to complete the case. There were no patient consequences.